Event description:
Customer reported unexpected negative reactions for antibody screen on a patient sample containing anti-d when tested on galileo. Positive results were obtained when testing by gel method; anti-d was identified.

Manufacturer narrative:
The reactivity of the d antigen was confirmed on retention capture-r ready-screen (4), lot k152. The customer sent three samples from the same patient for investigation testing. All three of the samples were negative when tested with crrs (4), lot k152.one of the samples was further tested with capture-r ready-ID, lot. Id092; the sample was negative with all cells tested. The customer's complaint appears to be related to the nature of the sample. The package insert for capture-r products states: "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed" and "no one test method is capable of detecting all antibodies."